Event description:
As reported by customer in another country, during a coronary angiogram procedures, air was seen to enter the stopcock after in had been flushed several times. The customer indicated that a "joint" appeared to be broken. The procedure was completed with another stopcock. There was no patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
The used device has been returned, however, a device evaluation has not yet been performed. Therefore no failure analysis is available. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.